Event description:
Doctor reported that implant that had been loaded started loosening, when removing it, the doctor noticed that implant head is fractured.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Patient weight unknown / not provided. PMA/510(k) number: k013227.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the collar region. Signs of use. A pre-existing condition noted on the per was unknown bone density type, bruxism. The reported device was located on tooth # 46 (fdi) and was used for approximately 3 years, 9 months. Device history record (DHR) review was completed for the subject lot number (63225243). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63225243) for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.